Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on head and neck surgery, the unit had difficulty obtaining complete seal with ligasure. Lot number of the ligasure device was not reported because it worked fine when the unit was changed to the another energy platform(vlls10gen). There was no patient injury.